Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2016 that on (B)(6) 2016, the transmitter battery did not last the full three months. There was no report of injury or medical intervention. No additional patient or event information is available.